Event description:
The customer reported to olympus there was an e315 scope communication error on the non-compliant evis lucera elite colonovideoscope during inspection for use. The issue did not impact the patient or health care professional. There was no procedural delay. The procedure was completed by replacing the equipment. No patient harm was reported.

Manufacturer narrative:
The device was returned and evaluated, and the customers allegations were confirmed. In addition, stretched angle wires, a deformed insertion tube, cracked resin, chemical deterioration, insufficient cleaning, physical stress, and reprocessing stress were found. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was not possible to specify the root cause of the suggested event since the actual item was not sent to the legal manufacturer, however, it was presumed that the defect was caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including the integrated circuit (ic) chip and capacitor, mounted on the electric circuit board had a defect. The instruction manual operation manual ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the following warning: " observe the palm of your hand using the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. Confirm that the wli and nbi (white light imaging and narrow band imaging) endoscopic images are free from noise, blur, fog, or other irregularities. Turn the up/down and right/left angulation control knobs slowly in each direction until they stop. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.". Olympus will continue to monitor field performance for this device.